Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that an ar-9400-sbk eclipse speedscap implant system did not get sufficient fixation with the eclipse trunion and cage screw. The case was completed using a long stem. This was discovered during an anatomic total shoulder procedure on (B)(6)2024. Additional information received on 12/30/2024: the part numbers ar-9301-02 and cage screw and ar-9301-45cpc arthrex eclipse trunion were provided. Additionally, the sales representative reported that another ar-9400-sbk eclipse speedscap implant system from a different lot number and an ar-9301-01 arthrex eclipse cage screw was attempted to be used as well but still could not get sufficient fixation. The case was completed using an ar-9100-05m univers apex optifit humeral stem. The case was delayed between thirty to forty minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.